Event description:
The company was informed that the patient was reportedly diagnosed with meningitis. The patient was admitted to the hospital in 2010. The patient was reportedly placed in artificial coma. The clinic is considering performing an MRI. Advanced bionics is in the process of gathering additional information. When new information is obtained, a follow up report will be sent.